Event description:
Insufflator turned on, preset at 15 mmhg. After a few minutes insufflator alarmed, the numbers were 38, 28, 21, etc. Doctor released valve to let air out. Crna said lung pressure up to 45 in 5 seconds. After air released, insufflator went to 15mm and lung pressure dropped.